Event description:
It was reported that the patient experienced a loss of therapy due to their l1 drg lead being fractured, which was confirmed with x-rays. The fractured lead resulted in high impedances. Surgical intervention took place on (B)(6) 2022 wherein the lead broken in half and partial remains implanted (related manufacturer reference number: 1627487-2022-05670). Therapy was restored with the existing t12 lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.